Event description:
It was reported that the patient heard an alarm which started about 2 months ago, but not yet confirmed by telemetry. It was indicated that the patient saw her health care provider (hcp) on (B)(6) 2012 and notified him of the alarm; however, it was believed that hcp did not check the pump. It was stated that hcp had never heard the alarm before. It was noted that the patient had not noticed any signs of withdrawal; however, she did have a return of pain and left leg sciatica. The pain occurred last week for a few days, as well as yesterday and the day of this report. It was indicated that the patient had a computed tomography (CT) scan performed on (B)(6) 2012 for her shoulder, but this was not related to the pump in any way. The patient's last refill was on (B)(6) 2012 and next refill was scheduled on (B)(6) 2012. It was later reported that the patient received assistance from the hcp and her concerns were resolved. In addition, it was stated that replacement occurred on (B)(6) 2012. The drug delivered via pump was fentanyl.

Manufacturer narrative:
Product ID 8709sc, lot # n179841021, implanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).